Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of aneurysm, pain, infection and death are listed in the perclose proglide instructions for use, as known adverse events associated with use of suture mediated closure devices. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the aneurysm was not pre- existing it was new. It was confirmed with the physician that it is unknown if the aneurysm was related to proglide. No additional information was provided.

Manufacturer narrative:
The patient effects of pain, infection, death, aneurysm, pseudoaneurysm, ischemia and hemorrhage are listed in the proglide instructions for use (IFU), el2105174, revision g, potential adverse events, section 9.0 as potential adverse event associated with use of vessel closure devices. Reportedly, the device was used in the inguinal artery. It should be noted that the proglide instructions for use (IFU), states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. It is unknown if the IFU deviation contributed to the reported patient effects. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Correction: h6 medical device problem code- medical device problem code 2993 was removed literature attachment: article, titled "surgical treatment for an infectious aneurysm caused by perclose proglide" 1494- off-label use- incorrect anatomy.

Event description:
Subsequent to the previously filed report, the following information was received: the puncture site on all three procedures was the inguinal artery. Arteriotomy closure of the inguinal artery after the third percutaneous coronary intervention procedure was severely calcified. The patient was discharged the following day, with no bleeding or hematoma noted. Reportedly, five days after closure with the proglide device in the third procedure, the patient had a persistent fever, neurological symptom of limb paralysis and returned to the hospital. The patient was found to have high inflammation levels, methicillin susceptible staphylococcus aureus (mssa) in a blood culture, and a pseudoaneurysm in the right inguinal area was revealed by computed tomography scan. The patient was diagnosed with an infectious pseudoaneurysm. The patient was transferred to another hospital for surgical treatment, the femoral aneurysm was removed, and vascular reconstruction was performed using a venous graft. One month later, hemorrhagic shock occurred from the vein, and bypass surgery was conducted using the great saphenous vein. The patient suffered from non-occlusive mesenteric ischemia (nomi) during that time and the small intestine was resected. The patient was then stable, although in shock due to infection and nomi in the large intestine. Colorectal resection was conducted again for nomi, but septic shock continued to persist. Antibacterial medications and pressor agents were administered; however, the patient exhibited poor improvement. Although surgical intervention and antibiotic treatment was provided, the patient¿s clinical course was complicated by persistent sepsis, disseminated intravascular coagulation (dic) and progressive multi-organ failure. Following four weeks of intensive care, the patient ultimately died of causes related to septic shock. No additional information was provided.

Event description:
It was reported that the patient had coronary triple vessel disease and refused bypass, requested percutaneous coronary intervention (pci). Pci was performed on three separate occasions. The first time, on (B)(6) 2021, the left anterior descending artery was treated using a 6fr sheath via the right common femoral artery and hemostasis was achieved with a perclose. The second time, on (B)(6) 2021, the left circumflex artery was treated using a 6fr sheath via the left common femoral artery and hemostasis was achieved with a perclose. The third time, on (B)(6) 2021 the right coronary artery was treated (with rotablator) using a 6fr sheath via the right common femoral artery and hemostasis was achieved with a perclose. Hemostasis was uneventful on perclose and the patient was discharged home the following day. Five days after the third treatment, the patient complained of pain and was in the emergency department. Excision of the infected aneurysm was performed in the operation by sending the patient to the department of surgery, kyorin university. The patient continued treatment for small bowel inflammation and colitis, but died on (B)(6) 2022. According to the physician's opinion, infection may have occurred due to a combination of several of the below risk factors: ipsilateral puncture was performed within 2 month between 1st pci and 3rd pci; it takes about three hours and a half for the procedure of the third pci; changeover of sheath and replacement of category were carried out in the meantime; use of hemostatic devices. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.